Event description:
The patient underwent surgery on (B)(6) 2016, where a new lead was placed next to the existing lead and placed two vertebral segments higher. The patient now has coverage of all pain areas and is satisfied with his stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's stimulation was no longer covering the established pain pattern. Images taken showed no anomalies. Surgical intervention may take place to address the issue.